Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2. The home patient (hp) reportedly had one unused line on the hc organizer with open clamp. The technical service representative (tsr) explained the alarm and advised the hp that any lines she was not using need to be clamped. The tsr advised the hp to start over with new supplies or do manual exchange, and to inform the peritoneal dialysis nurse of the alarm. The hp would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp's husband regarding the alarm, it was revealed that the issue was resolved and the hp is doing fine and continuing therapy without issues. The hp verified that they had notified the nurse of this incident. Per husband, the hp did not have any injury or harm as a result of this incident. The husband confirmed that they did not notice any defects on the supplies. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The root cause is an open clamp on an unused supply line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).